Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced as it had reached end of life (eol) and was in storage mode. The local field representative inquired why the battery status was above end of life (eol) voltage, and boston scientific technical services (ts) discussed potentially that the battery had slightly recovered as it was only maintaining memory. There were no allegations made by the field representative or the physician related to premature battery depletion or a shortened elective replacement indicator (eri) to end of life (eol) timeframe. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.